Event description:
It was reported that the minirail would not cross the distal rca. Another balloon catheter was used to dilate proximally and then the minirail crossed and was inflated to 8 atm. The cine detected an aortic dissection at the rca and the patient was sent to surgery.